Event description:
A (B)(6) years old, lasik surgery on april 23, (B)(6). Symptoms after surgery: high degree coma aberration, diplopia, ocular rosacea, corneal staining, ghosting, starbursting, halos, glare, blurred vision, difficulty to focus, headaches, loss of visual acuity in shaded areas, waterlogged eyelids (become red and purplish). Burning sensation in the eyelids/eyes. No eye coordination (upward movements). Eyes firm, pressure top right eye. Blurred side vision and no distance perception. Difficulty reading small print and need to be well lit. Floaters and whitish cloud vision in the right eye. Triple vision in the left eye. Sensation of resistance in circular movements (tugging), upper eyelid occasionally droops. Light diffusion cuts my perception of details. Discoloration (grey instead of black), accentuated light rays when blinking. Occasional pain in the nose area, right temple and right ear area. Daily anxiety/depression since the surgery. It affects my personal and professional quality of life. Expensive restasis/I-drop mgd drops. In (B)(6), the complications or unsatisfied clients are not shared with the government. FDA safety report ID # (B)(4).